Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Patient identifiers (B)(6) , (B)(6) and (B)(6) (model number: maj-2112, maj-2110 and maj-2111) capture the complaints on the connectors related to this event. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the connecting tube could not be connected due to the coming apart of the lock lever by external stress. As a cause of the external stress, it is likely that the force was applied in incorrect direction. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the endoscope reprocessor had a broken and cracked connector. There was no harm or user injury reported due to the event.